Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user fell on the ilet during a concert, after which the touchscreen became unresponsive and the device froze and stopped dosing insulin; the user placed the device on a charger without effect and switched to backup subcutaneous insulin, and a replacement ilet was shipped with return instructions provided. Symptoms included hyperglycemia, with a reported peak blood glucose of 250 mg/dl and approximately two hours above range, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia resolved after transition to backup therapy, no professional medical intervention, and no hospitalization. Investigation included troubleshooting and user education, data synchronization guidance, and instructions for device shutdown and return. Investigation of the returned device revealed screen visibility and malfunction consistent with hardware damage following impact, with the affected component being the display/touchscreen interface, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external impact.